Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: st jude 7022 lead (B)(6) 2008; 5076-45 lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the lead was past it's use by date when it was implanted in the patient. The lead remains active. No patient co mplications have been reported as a result of this event.